Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event during use of the product on or about (B)(6) 2007 and on or about (B)(6) 2007 and subsequently expired on (B)(6) 2007.

Manufacturer narrative:
This is one event (cardiovascular) of three events reported for the same patient involving three separate products; associated mdrs: 2937457-2014-01244, 2937457-2014-01245, 2937457-2014-01246,1225714-2014-05184,1225714-2014-05185,1225714-2014-05186,1225714-2014-05187, 1225714-2014-05188 and 1225714-2014-05189.